Event description:
It was reported that the lead was explanted due to a fracture.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
A partial lead with the proximal portion measuring 17.0cm was returned for analysis. The portion of the lead that was returned was found to be normal. No fractures were observed via x-ray analysis. Without return of the entire lead, a complete analysis could not be performed.